Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was experiencing high blood glucose and he went to the emergency room. Customer's blood glucose was 500 to 600 mg/dl when admitted. Customer did not recall the date the event occurred. Symptoms were vomiting. Customer was treated with fluids and insulin, and then he was released. Customer had inserted a new infusion set and few hours later her blood glucose was high. Infusion set might have been bent during insertion. No further information reported.